Manufacturer narrative:
The customer did not return any product. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter questioned inr results for 10 patients tested with coaguchek xs professional meter serial number (B)(4) and coaguchek xs professional meter serial number (B)(4) compared to the stago laboratory method. Based on the data provided, the results for 6 patients were discrepant. The customer used 2 different strip lots; it is not known which strip lot was used for each comparison. This medwatch will cover strip lot 35350012. Refer to medwatch with patient identifier (B)(6) for information on strip lot 33449918. The customer stated the draw for the laboratory was "soon after" the finger sticks for the meter tests. There was no allegation that an adverse event occurred. The patients did not have anti-phospholipid antibodies. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.